Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. (B)(4).

Event description:
Adverse event(s): "pt impact is unk" (no information). Product problem(s): "system not responding" (device operates differently than expected). The nurse reported the system was not responding. The nurse declined to review any info over the phone, as she did not have time to discuss details on the phone. The nurse asked that a questionnaire to be sent via email to her attention. Additional attempts were made for more info on the event with no response to date. The pt impact is unk.